Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, when the monopolar curved scissors (mcs) instrument was energized, the adipose tissue within the jaws of the fenestrated bipolar forceps (fbf) instrument was also energized. The issue occurred while performing rectal dissection during medial approach. Inadvertent energization was conducted to adipose tissue that was grasped with the fbf when monopolar energy was activated in close proximity. The mcs instrument tips were also in contact with the adipose tissue. No arcing was observed. There was no bleeding. The procedure proceeded as anticipated and was completed robotically. The patient did not experience any post-operative complications. The patient¿s status was ¿as planned¿. The surgeon had pressed the right blue activation pedal on the surgeon side console at the time of the event. The surgeon recalls the system¿s user interface correctly displayed information about the activation status and instruments on each arm. The erbe vio dv classic generator was in use on coag mode 2. A da vinci cannula was in use. No double-cannulation was used. The monopolar energy cable and endoscopy cable were separated.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The fenestrated bipolar forceps and monopolar curved scissors involved with this event have not been received for failure analysis evaluation. A review of the instrument logs revealed no errors were observed related to the reported event or the monopolar curved scissors and fenestrated bipolar forceps instruments. A review of the system log revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Video provided by the customer for this event was reviewed and showed the monopolar curved scissors (mcs) being used to dissect fatty tissue in close proximity to the tips of the fenestrated bipolar forceps (fbf). When the fbf is moved, thermal affect is observed where its tips were, despite the fact that the fbf was not activated. This phenomenon can happen in any electrosurgery. The metal of the fbf bipolar instrument is conductive and it creates an alternate current pathway. In this instance, we see current traveling to the fbf grips since there is less resistance between the mcs and the fbf than the resistance between the mcs and grounding pad. This typically happens when the target tissue is thin and avascular and the tips of the instruments are in close proximity.